Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However, the displacement test passed. No motor alarms occurred during the test. The motor passed the test. Further testing could not be performed due to the prime anomaly. The device was returned with missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error while attempting to correct her high blood glucose of over 500mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run the displacement and self test and they passed. Then the father called and stated that the customer is in the hospital, but he did not have any information on the event at this time. Attempted to contact the father twice for more details on her admission without results. No further information was provided.